Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call no delivery alarm. Customer advised that the reservoir is cracked and the plastic was in the insulin pump. The device would need battery replacement constantly as batteries would only last about 3 days before giving weak battery and battery out limit alarms. As a result of all the alarms and damage to the insulin pump the customer has been having high blood glucose. Customer advised when they would get to the manual prime process the device would alert no delivery. Troubleshooting was performed for low battery and no delivery alarms. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.